Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 16cm distal to the is1 connector pin. The proximal fragment including the yoke and connector pins was received for analysis. The distal fragment including the lead tip and shock coils was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. Approximately 12cm distal to the is1 connector pin the insulation was found abraded through, which is assumed to be the root cause of the observed insulation defect in the complaint description. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 148 months, an insulation defect was observed n the area of the switch during an ICD exchange. The lead was explanted.